Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 95% stenosed lesion being treated was located in the severely tortuous and severely calcified proximal left circumflex (lcx) artery. The 2.0x12mm nc quantum apex mr balloon was advanced and inflated to 13 atms and the balloon burst. The procedure was completed with different device. No patient complications were reported and patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - the complaint device was not received at the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).